Event description:
This unsolicited case from united states was received on 10-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later few hours after starting treatment had swelling, pain, redness, warmth and after unknown latency got aspirated joint. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown) for knee osteoarthritis. Within 48 hours, the patient had swelling, warmth, pain and redness. On an unknown date, the patient was seen and his joint was aspirated. It was reported that the patient was given cortisone to relieve pain and swelling. The issue was resolved as of notification corrective treatment: cortisone for swelling and pain; not reported for rest of the events. Seriousness criteria: required intervention for swelling and pain. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added. The global ptc number with ptc results was added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a female patient who received synvisc one injection and later experienced knee swelling, knee pain, localized erythema, joint warmth and knee effusion. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later few hours after starting treatment had swelling, pain, redness, warmth and after unknown latency got aspirated joint. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown) for knee osteoarthritis. Within 48 hours, the patient had swelling, warmth, pain and redness. On an unknown date, the patient was seen and his joint was aspirated. It was reported that the patient was given cortisone to relieve pain and swelling. The issue was resolved as of notification corrective treatment: cortisone for swelling and pain; not reported for rest of the events. Seriousness criteria: required intervention for swelling and pain. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.